Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has stored episodes with ventricular sense signals and there were concerns of possible oversensing of electromagnetic interference (emi) caused by a left ventricular assist device (lvad). Technical services (ts) was consulted, discussed cannot confirm if it was a wide qrs, noise from lvad or a p wave. Technical services (ts) discussed possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.